Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient¿s initials are reported as (B)(6). Patient weight is not available. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacture date: october 23, 2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure on (B)(6) 2016 to correct a tibia fracture, a cannulated connecting screw for percutaneous instruments for nails would not disconnect from an unknown nail. The surgeon proceeded to use a ball hex screwdriver to try and disconnect the connecting screw from the nail. While in use, the ball hex screwdriver broke at the tip of the device and fell into the patient. A suction device was used to retrieve the broken tip of the ball hex screwdriver. A separate ball hex screwdriver was used in an attempt to disconnect the connecting screw from the nail. The tip of the second ball hex screwdriver broke and fell into the patient. A suction device was used again to retrieve the broken tip of the ball hex screwdriver. Upon the retrieval of the screwdriver tips, the procedure proceeded and was completed without any other issue. The reported incident caused a 15 minute surgical delay. Post-surgery the patient was reported as stable. Concomitant devices reported: nail (part # unknown, lot # unknown, quantity # 1). This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: product investigation summary: the cannulated connecting screw and ball hex screwdriver are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The two ball hex screwdrivers (part: 03.010.092 / lot(s): 9522761 and 3013142) were returned and reported to have broken while attempting to remove the returned cannulated connecting screw. This complaint condition was likely caused by the application of excessive torque during the attempted removal of the connecting screw from the nail; however, this complaint is not likely a result of any design or manufacturing related deficiencies. The two ball hex screwdrivers were returned and reported to have broken while attempting to remove the returned cannulated connecting screw. This condition is confirmed; both drivers have broken along a shear surface along the thinnest portion of the distal shaft where the ball hex meets the shaft. It is likely that the application of excessive torque during the attempted removal of the connecting screw from the nail led to this complaint condition. Lot 3013142 was manufactured in october, 2008 and is over seven years old. Lot 9522761 was manufactured in july, 2015 and is a year old. The balance of each of the returned devices is in fair condition consistent with their age. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. It is likely that the application of excessive torque during the attempted removal of the connecting screw from the nail led to this complaint condition for the ball hex screwdrivers. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.